Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Alarm - error codes / messages. (B)(4). Gives "no disposable detected" error when a new disposable is attached. (B)(4). No error in log error. Could not duplicate customer stated problem of. Performed pm and it passed. Device will be forwarded to a peer for second review. (B)(4). Performed visual inspection and no anomalies found. Performed co2 sensor calibration and pm, all passed. No errors seen during run in. Could not duplicate confirmed after second review. (B)(4).